Manufacturer narrative:
No device analysis results are available because the device was not returned.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The implanting physician was unable to advance the delivery system to the left pulmonary artery due to sufficient resistance through the tricuspid valve and the right ventricle. Due to the low strength of the cardiomems guidewire, the physician needed to retract and start again. He could not retract the sensor back through the sheath so the sheath and delivery system were removed. Uncomfortable with reinserting the sensor, another sensor was inserted and advanced with difficulty to the right pulmonary artery. This sensor was successfully deployed. The implant was extended approximately three hours.